Event description:
(B)(4) clinical study. It was reported that in-stent thrombosis occurred: on (B)(6) 2019, the patient was enrolled in the regal clinical study and the index procedure was performed on same day. The target lesion was in the right mid and distal sfa (proximal popliteal artery involved) with 6 mm reference vessel diameter, proximally and distally, 110 mm of length and 75% stenosis. Pre-dilatation was performed using two balloons and an 6x110 mm eluvia stent was implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in treated vessel at the end of the procedure. On (B)(6) 2020, the patient had a stent thrombosis and target vessel revascularization was performed.